Event description:
It was reported that a prodisc-c device was implanted too far anterior. It was reported that the patient was implanted with a large prodisc-c device (part # 09.820.045s) at the c5-c6 level on (B)(6) 2012. The surgeon had begun seeing the patient due to neck pain on an unknown date after the original surgery. The surgeon commented that on imaging, the prodisc-c appeared to be placed too far anterior. The patient had revision surgery on (B)(6) 2014 in order to have the prodisc-c device explanted. The surgeon easily removed the prodisc-c device. The surgeon reported that the device was placed too anterior. The surgeon also stated that he observed some signs of poly wear after removal. The surgeon stated that he thought that this was due to poor placement. The surgeon stated that there was still disc material in the disc space in the posterior 1/3 of the disc posterior to the prodisc-c device. The surgeon completed the discectomy and revised the patient to a 9mm cc acf graft from mtf, and then placed a synthes cslp plate at the c5-c6 level. The surgeon completed the procedure and predicted that the patient will have a good outcome. No time delay was reported. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
A device history review was conducted. The report indicates that the reported product was manufactured at the (B)(4) manufacturing facility on 04/30/2008 under work order (B)(4). DHR records indicate that the product lot was manufactured in accordance with all established requirements. The product lot was packaged and labeled on 04/24/2008 to indicate an expiration date of 10/2008. DHR records also indicate that the reported lot was re-labeled on 06/16/2008 with an expiration date of 04/2010 following FDA approval of a product shelf increase from 6 months to 2 years and relabeled again on 6/1/2011 with an expiration of 04/2012 following FDA approval of a product shelf life increase from 2 years to 4 years. DHR records for part #09.820.046s, lot # 5771027 further indicates that the product lot underwent all specified inspection requirements with (1) nonconformity. The reported documentation nonconformity is not relevant to the complaint conditions reported. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An image reading was performed by (B)(6), medical director at depuy synthes. He stated "from the attached x-ray (on an unknown date), a prodisc-c device was implanted at the c5/6 level. The anterior edge of the prodisc-c is below the bony surface of the cervical spine. The attached CT (also on an unknown date) has strong artifact at the implant level to determine the anterior edge. Based on these images, it's hard to support the complaint that the implant was too far anterior".

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment not diagnosis. Lot number is reported, a review of the device history record has been requested. The part was not returned for evaluation. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.